Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that there was not a new lead used on the second placement. When surgeon put the lead introducer inside the sacrum, they removed the stylet and that¿s when the bleeding began. It appeared as if the lead introducer hit a vein but cannot confirm this. The date of onset is the date of the procedure, 4/1/25, because the bleeding happened while the procedure was taking place. The doctor reinserted the stylet to attempt to stop the bleeding from the lead introducer. The surgeon then asked for another surgeon to scrub in when the bleeding wouldn¿t stop. The patient is doing well now. The surgeon continued with the procedure after the bleeding stopped and he put the lead/generator on the opposite side of the body from the bleeding.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that surgeon removed stylet from lead introducer patient had significant bleeding of dark blood from introducer. Patient had severe venous bleeding. Surgeon replaced stylet for minutes and removed again with same result. Surgeon called another surgeon to the case and they suppressed bleeding. Surgeon placed lead on opposite side of sacrum and finished procedure. The patient stayed overnight in the hospital for observation.

Manufacturer narrative:
Continuation of d10: product ID 978b128 (va33h0z); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.